Event description:
It was reported that patient had been in withdrawal without any known reason such as a fall or trauma. The catheter was changed. Patient was not told what happened. Following the catheter revision patient was doing fine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that one year following the initial pump implant the catheter came out of the spine and the patient experienced withdrawals.

Manufacturer narrative:
(B)(4).